Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the header dripping on the floor. Estimated blood loss was 300cc's. Patient required no medical intervention.

Manufacturer narrative:
The plants investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.